Event description:
It was reported that the device was oversensing p-waves on the ventricular channel. As a result, the patient received inappropriate shocks. Lead dislodgement was suspected. The lead was repositioned.

Manufacturer narrative:
Na